Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin on demand. Upon review, inappropriate high voltage therapy for sense atrial tachycardia was observed. Right ventricular lead dislodgement was suspected. A chest x-ray was performed on (B)(6) 2019 which confirmed right ventricular lead dislodgement. The device was temporarily disabled to prevent additional inappropriate therapy. The patient was admitted to the unit. On (B)(6) 2019, the right ventricular lead was repositioned successfully. The patient was discharged the following day.